Event description:
It was reported that, during a robotic laparoscopic partial hepatectomy, an arm error occurred on the arm cart assembly (aca) when the endoscope was attached and the arm was folded by the fulcrum handle. After inserting the camera, the display on the operating room team interface (orti) did not switch to navy and remained white, meaning the arm was not recognized by the tower. The arm was restarted to resolve the issue, and the case was completed with no further problems. There was a 10 minute delay during the procedure due to this issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.